Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage from the biopsy channel. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that evis exera iii colonovideoscope, the tip by the camera is chipped. The issue occurred during reprocessing while the procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the nozzle was clogged. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: labels were recommended to be replaced; there was a leak on the biopsy channel; distal end cover insulation required attention; leaks and scrapes marks were found in the forceps passage; control knob had a play; distal end plastic cover had a big chip/crack; objective lense had a tiny chip; light guide lense had three cracks; the nozzle was clogged; bending section cover or distal sheath rubber had a crack; and air/water flow was normal after the removal of the nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.